Manufacturer narrative:
The user guide states "do not remove or add insulin from a filled cartridge after loading onto the pump." The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The user guide states "only your healthcare provider can determine and help you adjust your basal rate(s), carb ratio(s), correction factor(s), tar- get bg, and duration of insulin action. In addition, only your healthcare provider can determine your cgm settings and how you should use your sensor trend information to help you manage your diabetes. Incorrect settings can result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose." The cause of the reported infusion site issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels. Customer was unsure if bg was above 500 mg/dl. Cause of elevated bg was unknown. Reportedly, customer was occasionally drawing insulin from used cartridges to fill new cartridges, using cold insulin, and adjusting pump settings without consulting the healthcare provider. Reportedly, customer viewed abnormal tissue on the skin after the infusion site was removed; however, reiterated that the cause of bg was unknown. Infusion set information was not provided. Customer completed supply changes and administered correction bolus to address bg.